Event description:
It was reported that following generator replacement surgery, a vns patient's "anchor" had loosened, and would have to return to or to tighten these. Good faith attempts to obtain additional information have been unsuccessful to date. Surgery to correct the issue is likely.